Event description:
It was reported the EKG (electrocardiogram) signal was very noisy, and the video output was not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the electrocardiogram (ECG) signal was very noisy, the ECG connector was broken loose. It was noted that there was no fault found with the video output.